Manufacturer narrative:
(B)(4).

Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment sparc was reported to be used/ implanted during this procedure.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Reason for mesh implantation: recurrent pelvic floor relaxation, mixed urinary incontinence. Procedure (s)performed: an anterior repair with mesh (avaulta) and a posterior repair and a tension-free vaginal tape with sparc complications : 2009: complaints of worsening constipation. Examination revealed cystocele and rectocele. ¿outcome attributed to the mesh includes pain, infection, urinary problems, bowel problems, dyspareunia and neuromuscular problems